Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator beneath the skin. The patient underwent revision surgery on (B)(6) 2012, during which the receiver/stimulator was repositioned. The implanted device remains.